Event description:
Customer reports that she tested on the device with a result of 510mg/dl and called the paramedics. She reports that she retested on the device while waiting for the paramedics to arrive, receiving a result of hi. Within a few minutes she performed a third test with a result of 83mg/dl . She reports having no symptoms at the time of these tests. The paramedics reportedly arrived and tested customer at 103mg/dl on their equipment. All tests were reportedly performed within 10 minutes. No treatment was given by the paramedics. No quality controls were used. Requested return of suspect device and replacement was sent.